Manufacturer narrative:
Additional information: a3, b1, b5, d10, h1 and h10. B5: upon follow-up, it was reported that the patient experienced endogenous peritonitis. At the time of this report, the patient was discharged from the hospital. Pd therapy was ongoing. H10: based on additional information received, the pd disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized due to peritonitis. Treatment for the event was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.